Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report an after battery change alarm and an external ram crc error. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 alarms noted and no a17 alarms noted. However, the insulin pump was received with minor scratches on the lcd window, cracked case at reservoir tube window corners and cracked battery tube threads.